Event description:
According to the reporter: the device was difficult to load and unload. It was reported that the needle fell out even when it appeared to be loaded. Additional information received suggested that there were no adverse events as a result of the incident and that there was only trouble with the needle loading and unloading. Further clarification of the needle disengaging has been requested but not yet received.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/20/2015.